Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
In (B)(6) 2015, the device was implanted via l-p shunt to a female patient with a brain tumor. On (B)(6) 2015, the surgeon tried to lower the pressure from 160mmh2o to 120mmh2o by the use of the programmer and neodymium, but the setting pressure could not be changed even after flashing. Since the patient's condition is getting worse, the surgeon plans to replace the device on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 160mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9009 with lot crfccz, conformed to the specifications when released to stock on the 13th june 2014. The root cause of the problem reported is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.